Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and failure analysis investigations replicated and confirmed the customer reported complaint. The instrument was found to have a cracked clamping pulley at the proximal end. As a result, the instrument could not operate properly.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the cadiere forceps instrument had non intuitive motion. The instrument tip would not work. The procedure was completed with no reports of patient injury.